Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented with a syncopal episode. It was noted that the pacemaker exhibited missing episode during that time. No intervention was performed. Patient status was not reported.